Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was dried out. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Both haptics were slightly bent in the gusset area. The optic was pressed against the posts and leaning down into the well area of the lens case. The observed lens damage gives the lens a "dried out" characteristic. The lens damage appears to have been caused by the posts and the lid of the lens case. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Lens damage was observed. The returned sample exhibited no evidence of customer handling. The lens damage appears to have been caused by the posts and the lid of the lens case. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.